Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the x-ray showed signs of insulation breach. A new lead will be implanted. Date of the surgery is not scheduled yet.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent patient presented for routine follow-up, low ot-of-range pacing lead impedance was observed. Patient was sent for x-ray and will be seen again in clinic. Patient¿s condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the x-ray showed evidence of fracture according to the physician. The patient has not been seen for three month follow up yet.

Event description:
New information received notes that the lead was capped and replaced on 04/04/2017. Patient was stable before and after the procedure.